Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced syncope while driving due to a going into a ventricular fibrillation (vf) episode. The vf was successfully converted with a 41 joule shock. The physician felt the vf episode was induced due to pacing on the t-wave after a cross-chamber blanked ventricular sensed event. Device programming was discussed and boston scientific technical services (ts) provided potential reprogramming options. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information was received indicating the device was reprogrammed to aai. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.